Event description:
It was reported to hill-rom that a patient received a blister on the bottom of the right foot. A hill-rom technician removed the product from the account. An investigation could not reproduce the malfunction. During an investigation of this product line, it was found that is it possible for an external component on the product to reach a temperature above that which is allowable for brief patient contact. All allegations of injury (regardless of severity) due to this failure mode are being reported.